Event description:
It was reported that after a lightening strike, a popping sound was heard and the power light went out. The transmitter would not power up. The device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.